Manufacturer narrative:
No products of the actual batch have been returned to the manufacturer and there is no lot-number information provided. Without the benefit of examining batch documentation or product testing, wellspect healthcare is precluded from commenting on the condition of the device or the root cause of incident occurrence. Should the device or additional information be received, that will change any conclusion regarding the incident, a follow-up report will be filed.

Event description:
According to the reporter, the patient has experienced allergic reactions (redness, inflammation) when using the urinary catheter lofric origo. The patient has used catheters for around 15 years, the allergic reactions occurred in (B)(6) 2020. The allergic reaction was localized on the genitals, no other part of the body was affected. The patient uses the same wipes and soap products as before the allergic reactions occurred. There were no other medical complications. The doctor prescribed medication, and the patient has recovered. The incident occurred in (B)(6).